Manufacturer narrative:
Insulin pump unable to prime during the prime test due to faulty force sensor resistor. Insulin pump passed the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion and excessive no delivery test. Insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No iop test failure alarm or unexpected bolus delivery stop anomaly noted. No motor error alarm during testing noted. Motor passed motor test. Insulin pump had cracked reservoir tube, severely scratched display window and missing end cap sticker.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was unknown. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.